Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device that was attempted. An attempt was made with another proglide device; however, when attempting to remove the device from the patient anatomy after suture deployment, the foot of the device became stuck on plaque and the device could not be removed. The lever had closed completely, but the foot had not retracted. As the device was stuck and could not be removed, cut down surgery was performed to remove the device and achieve hemostasis. There was no tissue or vessel damage noted. It was confirmed that the foot of the proglide was still intact. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.